Event description:
It was reported that through MDR report #: mw5113865. A 42-year-old caucasian female who underwent an unknown breast surgery with an unknown mentor silicone prosthesis experienced bilateral capsular contractures unknown grade, and unexplained symptomatic symptoms post procedure, including fibromyalgia, lyme disease, chronic fatigue syndrome, sciatica, nerve damage, brain fog, vision problems, digestive problems, hair loss, skin rashes, anaphylactic shock occurrences, vertigo, ringing in ears, hearing problems, candida thrush on tongue. The patient has been diagnosed for autoimmune disorder through health care professionals. As a result, patient underwent bilateral removal without replacements on (B)(6) 2022. The patient symptoms improved since the removal. This report relates to the right prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: cap con unknown grade, auto immune disorder. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).